Event description:
The patient had a dye study for the pump done and the pump had flipped. At the time of this report, the patient was in surgery having the catheter replaced. The date of the dye study and the date of the pump flip were unknown by this reporter. The reporter only knew that ¿this was all just discovered while the patient was in surgery¿. The device system was delivering dilaudid. The outcome and additional details regarding the event were not reported. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).